Event description:
The customer received a blood glucose reading of 98 mg/dl on the contour meter, re-tested on the breeze2 meter and the reading was 250 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips and meter were sent to the customer.